Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the bristle of the single use combination cleaning brush kept dropping and was noted to be in the channel of the scopes during flushing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from pictures of the subject device that were provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The picture provided demonstrates thread-shaped foreign materials. However, it could not be determined whether they were bristles of brush. The channel-opening cleaning brush in the provided picture was reviewed. No abnormalities such as bristle loss, deformation and no slack in the wire strands were observed. A picture of the channel brush was not provided. Therefore, bristle loss of the brush could not be confirmed. It is likely that bristle loss possibly occurred in the channel brush and the channel-opening cleaning brush. Based on the picture of the subject device and information obtained, replication testing under the following condition was carried out by using an aomori olympus bw-412t. Bristle loss of the channel-opening cleaning brush was replicated during the replication testing performed by using the method 5. The reported event could replicate. Bristle loss of the channel brush was not replicated during replication testing performed by using all the methods. The reported event could not be replicated. 1.the channel brush was inserted into the instrument channel and rotated counterclockwise direction. 2.the channel brush was inserted into the suction channel and rotated clockwise direction. 3.the channel-opening cleaning brush was inserted up to the point where it reached the instrument channel port, and it was rotated counterclockwise direction. 4.the channel-opening cleaning brush was rotated anti-clockwise direction with the brush inserted into the suction cylinder until it was halfway into the brush section. 5.the channel-opening cleaning brush was inserted into the suction cylinder until the brush part was hidden (fig. 3), and it was rotated counterclockwise direction repeatedly. Result: 1.the channel brush was withdrawn after rotating 5 times repeatedly. However, bristle loss did not occur. 2.the channel brush was withdrawn after rotating 5 times repeatedly. However, bristle loss did not occur. 3.the channel-opening cleaning brush was withdrawn after rotating 5 times repeatedly. However, bristle loss did not occur. 4.the channel-opening cleaning brush was withdrawn after rotating 5 times repeatedly. However, bristle loss did not occur. 5.the channel-opening cleaning brush was withdrawn after rotating 5 times repeatedly. Slack in the wire strands at the area where the center of the brush was observed, and bristle loss was confirmed. (Fig. 4) the following is included in the IFU: ¿brushing the suction cylinder ¿when inserting the channel-opening cleaning brush into the suction cylinder, do not forcibly insert the brush beyond the middle of the brush section. Otherwise, the brush may become stuck in the suction cylinder. 1. Insert the channel-opening cleaning brush into the suction cylinder as illustrated by c in figure 3.22, until half of the brush section is inserted. 2. Turn the inserted brush once. 3. Pull the brush out and clean the bristles with your fingertips in the detergent solution. 4. Repeat until all debris is removed.¿ olympus will continue to monitor field performance for this device.